Event description:
Advanced medical solutions topical skin adhesive used to close minor cuts, lacerations etc. - liquiband optima, p00247837. No other device or accessory involved patient returned 1 week following initial presentation. The glue had failed to keep the wound closed.'

Manufacturer narrative:
Liquiband optima is similar to a device marketed in the USA. 'Advanced medical solutions topical skin adhesive used to close minor cuts, lacerations etc. - liquiband optima, p00247837. No other device or accessory involved. Patient returned 1 week following initial presentation. The glue had failed to keep the wound closed.' Although medical intervention was not stated, it is a defect that usually requires medical intervention. Ams cannot confirm or deny whether this incident was caused by the ams device. Wound dehiscence is a known inherent risk from use of the device. Viscocity and set time are tested at batch release and no issues with batch.